Event description:
Bilateral ruptured breast implants. A 39 year old white gravida one para one female, status post placement of bilateral subglandular inframammary 235 cc 225 cc dow corning gels for augmentation on 12/10/83. These encapsualted despite closed capsulotomies, so on 12/4/86, she had replacement with 235 cc replicons (unk if capsulotomies). The right became hard and painful about 1 year ago. It is less painful now, but her whole right arm is extremely painful, even to touch. She believes they have shifted and the right is smaller. She does not think there is a decrease in size, and cannot recall a very significant trauma to the chest. Complains of: arthralgias (positive am stiffness)/myaligas, paresthesias, fatigue, sleep disturbances, temporomandibular joint disease, dizziness, memory loss, dry nose, oral sores, sensitivity to sun/cold, weight gain, gastrointestinal disturbances. Pt otherwise healthy.